Manufacturer narrative:
Patient informaiton requested and all available information is included.

Event description:
Nurse reported that she remembered a double keybounce where she did not detect the incorrect rate. The medication (unk) infused in about 15 minutes. No actual drug, time, date, rate information is available based on nurses memory. She is confident that no patient harm occurred. She did not complete an incident report as the infused rate was still within a safe time frame for the medication. Device is being returned for investigation. Follow-up report will be filed after investigation is completed.